Manufacturer narrative:
The patient''s dob or age at time of event, and weight are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A stellarex device was used in the mid sfa. During inflation at 8 atm, a balloon pinhole leak was observed, caused by a stent strut inside the stent. A new stellarex device was used to complete the procedure. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.